Event description:
It was reported that there was noise on both the patient¿s right atrial and right ventricular leads. Both leads were capped on (B)(6) and both leads were replaced. The patient was stable during and after the procedure.